Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (pt age; over 18 years). According to the complainant, upon removal from the package, the wire was protruding alongside the stent from the rx exit port. The procedure was completed with another rapid exchange biliary stent system. There were no pt complications reported as a result of this event as device did not come in contact with the pt. The malfunction was noticed upon removal from the package. The pt's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; stent deformed.

Manufacturer narrative:
A visual examination found that the guide catheter pull wire attached to the guide catheter was looped out of the rx window for a length of 2.1 centimeters. Both of the stent barb flaps were deformed in a curved shape possibly due to the stent being placed in the scope and then retracted. The guide catheter was extended upon return and could not be retracted due to the damage to the guide catheter pull wire. A second functional evaluation found that a 0.035 inch guidewire could be backloaded through the guide catheter and out of the rx ramp window with resistance being felt. The condition of the returned unit was consistent with the complaint incident that the guide catheter pull wire was protruding out the ramp window. It is most likely that an attempt to load the device onto a guidewire or into the scope caused force on the guide catheter and pull wire in the proximal direction. Force distally from the locked hub of the push catheter did not allow the pull wire to be pushed out of the delivery system, thus forcing the guide catheter pull wire to exit the rapid exchange window. The most probable root cause is operational context. A review of the device history record revealed no related issues to this complaint. A lot history search found no other complaints against lot number 12720981. (B)(4).